Event description:
It was reported that the patient suffered a femoral fracture in her left hip. Competitor implants were used to perform an orif without removal of any stryker implants. No stryker reps were present for the procedure. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.